Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During preparation for an unspecified diagnostic procedure, the tip sheath of the subject device felt stretched. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: indentation at the insertion tip. Based on the results of the investigation, it is likely the confirmed stretching of the probe tip was due to degradation caused by external force during insertion and removal of the guide sheath. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the indentation at the insertion tip identified during the device evaluation was due to degradation caused by external force. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
During preparation for an unspecified diagnostic procedure, the tip sheath of the subject device felt stretched. The procedure was completed using a similar device. There were no reports of patient harm.